Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with unknown mentor silicone breast implants has experienced left-sided capsular contracture unknown grade. As a result, patient underwent unilateral replacement with sn#:(B)(4) /cat#: smpx-325 on (B)(6) 2021. Patient second event was captured in the manufacturer report number 1645337-2021-06145.